Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was hospitalized twice due to hypoglycemia. The customer's blood glucose reading was 200 mg/dl at the time of the report. The customer's wife stated that the customer began to feel ill and attempted to treat his low blood glucose, but he became unresponsive and began to convulse. The customer's wife declined to perform troubleshooting. The customer's wife was advised to call back to perform troubleshooting whenever possible. Nothing further was reported.